Event description:
On 2 occasions the rymed invision neutral cap broke off into the IV tubing. Patient with diagnosis of respiratory distress-cvp alarmed right tlc proximal port IV connector cap broken inside of filter hub. Minimal amount of blood leakage and minimal amount of pentobarbital leaked out. No harm to patient.next patient with congenital heart disease IV tubing cap broke off in tubing. No harm to patient.====================== health professional's impression======================faulty device====================== manufacturer response for infusion tubing, invision plus neutral cap======================the representative says we used the wrong filter which caused the problem.